Event description:
It was later reported that primary reason for call was to ask what does eos (end of service) means. It was reviewed this means implant is at end of service. Regarding if there was any reason to believe depletion rate was faster than expected, the reporter noted it did only last 1 year. Currently implant was off and symptoms came back. The patient never really felt stimulation. But, they only lost symptoms control about 2 months ago so it was working. At that time, they checked implant with programmer and it said it was depleted. It was unknown what amplitude, settings patient was on. Impedance testing indicated all contacts were >4000ohms. The reporter was to discuss surgical replacement option with doctor and patient.

Event description:
It was reported that there was a loss of therapeutic effect. The patient¿s symptoms returned 3 weeks prior to the report. The patient took a urine test at the doctor¿s office and everything came back ok. The doctor instructed the patient to increase the stimulation. The patient had not felt stimulation in a long time. The patient didn¿t normally feel stimulation but the therapy helped with their symptoms. The patient¿s doctor checked if their stimulation was on. The patient did not have any trauma or falls. The patient was unable to adjust their stimulation. The patient tried to use their programmer to adjust stimulation and nothing came on the screen. The patient replaced the batteries in the programmer. The patient noted that the programmer had not gotten wet or been dropped and they hadn¿t used the programmer since they got it. It was further reported that the day prior to the report, the patient couldn¿t get their programmer to work but the batteries were in the wrong direction. The patient saw a ¿call your doctor¿ icon on their patient programmer and saw a power on reset (por) message. The therapy was not on and the settings had been erased. The patient was going to have their device reprogrammed.

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. An appointment date of (B)(6) 2014 was noted.

Event description:
Additional information received noted that after programming, the patient's system now works and they just cancelled surgery that was scheduled for next week. The patient will continue to monitor her symptoms and if she has return of her symptoms she will contact her physician.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was talking about the device that is supposed to be dead but when the representative zapped with his system she went home that day and her stimulation started working. Problem now is the patient had the urge again and it stopped working this past tuesday. The patient tried to use her hand held system to increase to see if it would work and system was saying what she saw first that she has to call the doctor. The patient did not know what the code was. Pt first saw doctor picture on programmer 2 months ago. The patient went to hcp (healthcare provider) office about 3-4 weeks ago. It was determined eos (end of service). The patient was scheduled for surgery to have it replaced however when she went home that day it was working again. The patient wanted the device to work and didn't want another operation. While on the phone the patient was only getting poor communication screen. Additional information received noted that the patient stated that her system was not working and the call doctor was showing on her patient programmer. The patient thought it was still working even though the programmer states call doctor. It was also reported that the patient was going to several other doctors - primary, oncologist, gynecologist and urologist. The urologist saw the eos about 3-4 weeks ago on the 8840 - clinician programmer.

Manufacturer narrative:
Product ID: 3889-28, lot# va05sc0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received from the patient on (B)(6) 2014 reported that the manufacturer representative told the patient that their device had been dead since (B)(6) 2013. The patient was planning on having another device implanted and noted that they were going to look at their components and the leads at that time. It was reported that the patient did not want their battery replaced in a year again.

Event description:
Additional information received noted that the patient was scheduled for a replacement on (B)(4). It appeared to be normal battery depletion.

Manufacturer narrative:
Product ID 3889-28, lot# va05sc0, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).